Manufacturer narrative:
.

Event description:
Procedure type: kidney/adrenal gland. Patient sex: unk. Reportedly, two balloons exploded after inflation. However, the procedure was completed properly, with no pieces falling in the surgical cavity, the incision and surgical time were not extended. No patient injury was reported.